Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a pseudoaneurysm of the pulmonary artery using gore® viabahn® vbx balloon expandable endoprostheses (vbx). At the physician's discretion, the vbx was used as off-label. A long sheath and an amplatz super stiff guidewire were used to deliver the vbx to the treatment lesion, but the vbx failed to pass through the tortuous vessel site over the lesion. Since the guidewire became loose, both the wire and vbx were removed from the patient once. Immediately thereafter, the patient's condition suddenly changed and his blood pressure dropped to about 30. The physician determined that a vascular rupture had occurred. As a treatment coil embolization and stent graft placement were performed on the main vessel and the pseudoaneurysm. The procedure was successfully completed. The physician mentioned that the use of a super stiff guidewire caused the vessel to straighten, and the vbx catheter could not go through the bend vessel site during vbx insertion so that applied with force. When the guidewire had came out of the vbx catheter, it caused additional stress on the vessel. It was reported that the tip of the vbx catheter may have made contact with the vessel wall.